Event description:
It was reported that an incrementing probe failed during surgery. There was no report of patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). This device is used for therapeutic purposes. The product analysis could not be completed, as the product was not returned. Method: no testing methods performed.